Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms bipolar atrial lead impedance and 233 ohms unipolar atrial lead impedance. P-waves were 1-1.5 mv in both configurations. Capture thresholds were 0.75 v in the unipolar configuration and higher in the bipolar configuration. The device was programmed to unipolar pacing and sensing and remains implanted.